Manufacturer narrative:
A complete lead was returned for analysis in two segments. Lead insulation degradation was noted 4.4 cm from the connector pin adjacent to connector boot. External abrasion was noted 13.3-13.4 cm form the connector pin consistent with lead friction to the device can. Lead insulation degradations were noted 17.1 and 17.2 cm from distal tip. Other damages found on these two segments were sustained during the surgical procedure.

Event description:
It was reported that non pacer dependent patient's atrial and right ventricular leads exhibited noise. Patient experienced pocket stimulation. The noise was present in bipolar and unipolar configurations, and could not be reproduced in clinic. The system was extracted and replaced on (B)(6) 2017. During the procedure, subclavicular crash was observed on both leads. Patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4).